Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for inpatient pacemaker implantation. During the procedure, it was found that the novel atrial lead was producing sub-optimal lead measurements. It was specifically noted that the lead was exhibiting poor sensing. The lead was attempted to be repositioned multiple times but optimal values could not be obtained. It was observed that after the multiple attempts, that the lead's helix failed to be retracted. The procedure was completed using an alternate atrial lead on (B)(6) 2021. The patient was stable.